Event description:
The customer reported that the hydraulics have failed on the stretcher. The customer added that this resulted in a 10 to 15 minute delay to the surgery, however no further adverse consequences were reported. The customer is very unhappy as this is the third time the hydraulics have failed on this particular stretcher. The customer reported that this is causing great inconvenience to theatre staff and theatre logistics as they only have one other stretcher available to them.